Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 2.2 inr on the coaguchek xs system while a comparison lab returned as 1.6 inr. Caller's coumadin dose was adjusted based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.